Event description:
It was reported that the detector does not pass calibration. The device was not in clinical use and there was no patient or user harm. Additional information received that the detector had been dropped and had hard and medium shocks were registered.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector does not pass calibration. The device was not in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector had been dropped, resulting in calibration failure and image artifacts. Both hard and medium shocks were registered. The detector needs to be replaced, and a replacement quotation has been sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).